Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted in a patient for an endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported by the physician via technical services that the stent graft was explanted approximately two months later. As per the physician, the stent graft was explanted due to an infection. No additional clinical sequelae were reported and the patient is fine.